Manufacturer narrative:
Product analysis: pli 10: analysis of the ins, model 97715, s/n (B)(6), revealed a feedthrough anomaly, shorting across insulator. Pli 20: analysis of the lead, model 977a260, s/n (B)(6), revealed conductors 0,1,4-7 were broken at 20.4 cm from the distal end. Pli 30: analysis of the lead, model 977a260, s/n (B)(6), revealed conductor 5 broken at 4.1 cm from the distal end and conductor 7 broken at 21.0 cm from the distal end. Pli 40: analysis of the bi-wing anchor, model 97792, s/n unknown, revealed that the winged anchor was cut, consistent with explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97792, product type accessory product ID 977a260 ,serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient was seen for possible ins replacement, and/or lead revision. It was noted contacts 1 and 4 were red and not connecting. Electrodes 0 and 1 were do not use and then changed to "avoid possible open" on the remaining 2-15 electrodes due to high impendences. The ins pocket was opened to check for physical issues, but no issue noted. The rep then instructed the hcp to swap the 0-7 lead into the 8-15 lead to see if the connectivity issue that was seen on electrodes 1 and 4 would transfer to their correlating spots on the 8-15 lead. The connectivity issue was replicated in the 8-15 electrodes, however the impedances were still high. The leads were tested in a wens and showed multiple red connections. The leads were wiped down, but no change. This indicated the entire system needed to be replaced. Two new leads were opened and placed at the bottom of t8, however the patient reported they only felt stimulation in their abdomen. The leads were checked under fluoroscopy and were posterior, and all connectivity and impedances were good. After 30 minutes of fluoroscopy, it was determine that the leads were unable to get to a satisfactory position due to lots of scar tissue that developed. The only option was to proceed with a paddle lead placement at a later date if this patient wants to proceed with neuromodulation therapy.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances. 40000 on contacts 0, 4 and 15. The rep made sure programming was not on affected contacts. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It was reported that effective therapy was able to be established with programming.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: d15 added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.